Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at sometime post implant the pacing threshold increased, possible due to micro dislodgement, on the left ventricular (lv) lead and the patient experienced diaphragmatic/nerve stimulation. The lv lead was reprogrammed. The physician then decided to explant and replace the lv lead due to these issues, the patient¿s younger age, and possible non-ideal position of the lv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.